Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. It was confirmed that the charging supplies were able to successfully charge another device. In addition, the pump battery dropped from 55% to 5% while connected to a power source. The battery gauge then jumped to 100% while not connected to a power source. Customer reported blood glucose level was not impacted. It was indicated that the customer would continue to use the pump until the replacement pump was received.